Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the svc (superior vena cava) and right ventricular (rv) defibrillation coil were beyond the expected upper range. It was noted on 2016-(B)(6), the rv coil impedance spiked to 176 ohms up from a trend that had been in the 35-52 ohms range, and the svc coil impedance spiked to 189 ohms up from a trend that had been in the 42-63 ohms range.

Event description:
It was reported that the patient alert triggered and high right ventricular (rv) and superior vena cava (svc) defibrillation impedance on the rv lead was observed. The rv lead remains in use and will be explanted and replaced. No patient complications have been reported as a result of this event.